Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files collectively contained events from 12feb2026 through 17feb2026. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the file. Electrical continuity data suggested a potential wire conductor breakdown issue with the brown wire within phase 2. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported. The heartmate ii lvas IFU, and the heartmate ii patient handbook rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that there were no changes to the patient¿s condition or anticoagulation status that may have contributed, and no intervention was done. The cause of the driveline fault alarms was not identified, and the driveline fault alarms did not resolve.

Event description:
It was reported that the patient had a code stroke called with reports of confusion, slurred speech and right sided facial droop in the morning of (B)(6) 2026. The log files were submitted for review. The log file captured constant driveline fault events. No low speed or pump off events were noted. The ventricular assist device (vad) functioned as intended. It was later communicated that there was no stroke was seen on imaging. Metabolic encephalopathy was diagnosed by neurologist. International normalized ratio (inr) was therapeutic. The patient was diagnosed with metabolic encephalopathy. It was noted that the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.